Event description:
Calibration failed. Error message "o2 analyzer calibration not possible 232897".

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the field service engineer reported that the central control monitor (ccm) displayed an 'oxygen (o2) analyzer calibration not possible' message and the electronic patient gas system (epgs) failed calibration multiple times. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary's field service associate, a new o2 sensor was installed but the problem remained. A mechanical blender was left installed.